Manufacturer narrative:
A ge service representative performed an on site investigation. The descirbed failure could not be duplicated. However, investigation indicated low battery voltage. Subsequent service call replaced batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reproted that the 9600 system freezes up during boot-up. System required reboot a couple of times to fully boot up. There was no report of pt injury.